Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that there was peristomal erythema and discharge of purulent content. Oral antibiotic amoxicillin 875mg every 8 hours and topical mupirocin every 12 hours was prescribed. On (B)(6) 2021 it was reported there was no longer erythema and no discharge of purulent content.

Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.